Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a device for non-malignant pain. It was reported that the patient was having a hard time charging and the implantable neurostimulator (ins) battery was discharged due to patient compliance. To resolve the charging issue, the pocket was revised to a different location, the healthcare professional (hcp) took the leads out, re-tunneled them, and hooked them back up again. The issues were resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.